Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was observed to be inaccurate. Additionally, cartridge alarms were declared with multiple cartridges during the load sequence. The customer's blood glucose (bg) level was 322 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue and provide assistance; however, the customer did not respond.